Event description:
The pt only felt the stimulation while he was sitting. When he moved around he felt shocking sensations. The outcome is unk. Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4).